Event description:
It was reported that the insulin pump alarmed and meter will not send over blood glucose to the insulin pump. Customer stated that she took the insulin pump to her healthcare provider. Customer stated the health care provider cannot download the insulin pump and it showed nothing is sent. The customer was advised the insulin pump would be replaced. Customer reported that there was insulin leak from reservoir last (B)(6) 2014. Customer stated there was a leak at site. Customer also mentioned high blood glucose while using the insulin pump but feels it was because the healthcare provider could not change the settings and she was not using the insulin pump to bolus. The customer was advised to call if issue continues with the insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.